Event description:
It was reported that nurse went to change dressing when due- removed dressing and the hub of the catheter came off with the dressing. Catheter removed from patient and another PICC exchanged.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed and appears to be use related. One 2 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned catheter. A foam dressing material was returned on the catheter over the strain relief and underneath the suture wings. Tensile weakness was observed in the catheter near the proximal end of the middle segment of the catheter. A microscopic observation revealed the catheter appeared to have been broken about 2 mm within the strain relief. The break surfaces were observed to be flat and granular in texture. The characteristics and location of the observed break as well as the tensile weakness observed in the catheter suggest the catheter failed due to excessive tensile (pulling) force. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that nurse went to change dressing when due- removed dressing and the hub of the catheter came off with the dressing. Catheter removed from patient and another PICC exchanged.